Manufacturer narrative:
Zimvie complaint number: (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The doctor reports that the implant was placed on (B)(6) 2022 at tooth site 36, and the healing abutment was placed on (B)(6) 2022. In (B)(6) 2023, the patient experienced pain during the placement of the crown, as well as crown mobility for about one year. After the crown placement, it was not possible to remove it from the implant. The implant was removed due to bone loss, and a new implant was placed on (B)(6) 2025. Procedure was completed placing a tsvmwb11 implant. Pain, edema and discomfort were reported as a result of the event. This complaint refers to loosening of the crown (mobility).